Manufacturer narrative:
This supplemental report is submitted to provide the results of the device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The lamp would not ignite due to a faulty power supply.

Event description:
A user facility reported to olympus that, after replacing the bulb in their olympus clv-s190, the emergency lamp indicator was still on and they were unable to white balance the scope due to the emergency lamp being used. There was no patient injury or harm, associated with the problem, reported to olympus.